Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2015 using the cooladvantage legacy coolmax system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b3 d1 d4 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2015 using the cooladvantage legacy coolmax system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected data: a4.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the upper and mid abdomen in (B)(6) 2015, (B)(6) 2015 and (B)(6) 2016. Approximately one year after the last treatment, the patient presented with lopsidedness, hard tissue and bulging in a rectangle shape like the applicator. The patient was diagnosed with paradoxical hyperplasia.